Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported during a procedure to address a lead migration (reference MFR report: 3008829311-2017-00285) two cerebrospinal fluid (csf) leaks occurred while the physician attempted to implant a replacement lead. The lead was not implanted, rather the physician implanted another lead. Postoperatively, the patient experienced a headache. The physician performed a blood patch one week after the procedure. No further information has been provided.